Manufacturer narrative:
Analysis of lead model 3889-28, serial # (B)(4) showed no anomalies.

Event description:
It was reported that during a procedure the lead would not replicate responses obtained with the needle repeatedly. Low responses were obtained using the needle, but not able to be replicated when lead was inserted in the same location. Numerous angles with needle and "bent tip style" were attempted. There was little to no response with lead. Another lead was used and the patient then had similar responses to the needle. The patient's status at time of report was noted as no injury/no adverse event.

Manufacturer narrative:
Product ID 3889-28, lot # va057ly, product type lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.